Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement at the time of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve assembly (psol). The unit passed extended self testing.

Manufacturer narrative:
(B)(4).